Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high impedance. No intervention was performed. The patient would continue to be monitored.